Manufacturer narrative:
No patient information was provided and no patient injury was noted. The product was not returned. This drape is constructed of numerous components, some of which need to be cut to size during production. A blade used could have been misplaced, and accidentally packed out in the drape. This is an extremely low and rare reported event.

Event description:
Customer alleged a blade was stuck to a 3m steri-drape(tm) large isolation drape with ioban(tm) 2 incise film and placed on a patient. No injury was reported.